Event description:
It was reported that the patient was taken to the emergency room (ER) for hyperglycemia. The patient's blood glucose levels reached 18.9 mmol/l (340.2 mg/dl) with ketones of 4.2 while wearing the pod between 5 and 24 hours. The doctor monitored the patient's arterial blood gas (abg), blood pressure, temperature and oxygen. The doctor then suggested changing the pod again and set a temp basal to deliver more insulin and delivered bolus corrections. The patient was released after 4 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.